Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical tracheostomy tube had air leaking. There was no patient injury and there were no reported adverse events reported.

Manufacturer narrative:
Other, other text: investigation completed on a smith medical breathing/portex general anesthesia circuits unit returned and tested for leak testing. Results: sample shows a device free of damage defects, broken, deformed and voids, the leak test inspection was accepted base on qp 2025 rev. 104 and through the execution on equipment manometer ID#: (B)(4) (due date calibration 07/2022) based on the inspection, it can't be confirmed failure mode reported for leakage in the breathing circuit assembly. Cannot be confirmed failure mode reported for leakage.

Event description:
Device analysis completed and summary in h 10???